Event description:
The customer contacted baxter's technical service center (tsr) to report a system error (se) 2240 which occurred on home choice (hc) during dwell 2 of 3. The tsr explained the message to the home patient (hp) and had the hp recycle the hc and the error se 2367 occurred. The tsr informed the hp to use manual bags. The hp followed the above instructions. The hc was operational. The tsr documented during troubleshooting that the hp had an open clamp on an unused supply line. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2240. The rn stated the hp made them aware of the event. The rn stated they retrained the hp in response to the alarm and use error which caused it. The hp has been performing therapy successfully since the incident. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. As per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. According to initial information there was an open clamp on an unused line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The label review found the labeling adequate for the potential use error in this complaint. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.